Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the blue insulation on the jaw came off during sealing. The material fell into the patient cavity and onto pt tissue and was removed. This caused no bleeding, no damage to vascular tissue and no pt injury. The surgery was completed with sutures.